Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(4) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The date of issue is an approximation. On (B)(6) 2017, the patient started to experience itching and removed the sensor. After the sensor was removed, the skin was red, bumpy and irritated. It was indicated that the patient treated the affected area with a hydrocortisone cream that was prescribed on (B)(6) 2017. Additionally, on (B)(6) 2017, the patient saw their physician. The patient's physician recommended an allergy spray with cortisone to prep the skin site with before their next sensor application. The patient does not remember the name of the allergy spray that was recommended. At the time of contact, the patient was doing okay. No additional patient or event information is available.